Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician's programming system failed to interrogate. A company representative performed troubleshooting which included replacing the wand's battery and restarting the programming system. The serial cable was unplugged and plugged back in however the communication error persisted. The serial cable was then replaced and the communication issue resolved. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.